Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: bi71000085. A manufacturer representative went to the site to test the equipment. It was reported that the door winch was found to be broken. Hardware was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a sacroiliac and thoracolumbar procedure. It was reported that the imaging system was stuck around the patient as the site had closed the o-arm around the drape. The site had pulled the drape out but were unsuccessful at getting the imaging system to open. There is no known impact on patient outcome. The length of surgical delay is not known